Manufacturer narrative:
(B)(4), the customer returned one, opened cvc kit containing multiple components for analysis. The catheter will be reviewed as part of this complaint investigation. Signs-of-use in the form of biological material was observed on the catheter body. After failing functional testing, a small hole was observed on the catheter body. The appearance of the hole seems consistent with damage due to contact with sharps. The catheter body length from the juncture hub to the distal tip measured 215mm, which is within the specification limits of 207mm-227mm per the catheter graphic. The catheter body outer diameter measured 2.4mm, which is within the specification limits of 2.36mm-2.46mm per the catheter extrusion graphic. The distal end of the catheter body was occluded, and the catheter extension lines were flushed with a lab inventory arrow raulerson syringe (ars). When the distal extension line was pressurized, water was observed leaking out of a hole in the catheter body. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". A lab inventory guide wire with a diameter of .032" was passed through the catheter body. No blockages were observed. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a leaking catheter was confirmed through complaint investigation. Visual and functional analysis revealed a small hole on the catheter body. The appearance of this hole seems consistent with damage due to contact with sharps. The catheter met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received , unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the catheter was found leaking during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was found leaking during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.